Event description:
A (B)(6) male pt contacted zoll customer support to report that when he put his battery in the monitor, the monitor would not power on. The pt's wife also reported that when the same battery is placed on the charger/modem, the charger/modem indicated that the battery pack was defective. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. As received, the battery would not charge in the charger or power on a monitor. Upon evaluation the battery cells had a low output voltage of 1.96v. The cause for the inability to charger or power on a monitor is the low output voltage. The root cause for the low output voltage cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.